Manufacturer narrative:
Additional excluder® device included in this report: pxc141400/15154069 (B)(4). A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications. Both devices were discarded at the facility and, therefore, were not available for direct analysis by gore. The gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿do not advance the device outside the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position.¿ per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat a 10 cm abdominal aortic aneurysm. During the procedure, a trunk-ipsilateral component was advanced and deployed as planned. However, the physician reportedly had difficulty cannulating the contralateral gate due to approximately 40 degrees of infrarenal aortic neck angulation in the anterior/posterior plane. Once the gate was cannulated, a 12fr x 24 cm introducer sheath was advanced. However, the sheath reportedly could not reach the contralateral gate because the patient¿s anatomy was too long (distance from lowest renal artery to external iliac artery measured 240 mm). According to the report, attempts were made to advance a contralateral leg component (pxc141400/14690277) outside of the sheath, but could not be successfully advanced to the contralateral gate due to the angulation in the infrarenal neck. A decision was made to remove the delivery catheter and switch to a longer sheath. Upon withdrawal of the delivery catheter, however, the device reportedly deployed inside the introducer sheath. The delivery catheter and sheath were successfully withdrawn together. The physician switched to a 12fr x 45 cm introducer sheath, and was able to successfully advance the sheath to the contralateral gate. A second contralateral leg component (pxc141400/15154069) was advanced to the contralateral gate and deployed. However, one half of the device was reportedly deployed in the gate and the other half inside the introducer sheath. According to the report, the physician was able to successfully push the graft outside the introducer sheath, and the device was implanted in satisfactory position. Upon withdrawal of the delivery catheter, it was noted that the leading olive had become separated from the delivery catheter and left inside the patient. The physician was able to retrieve the olive from the patient using an endovascular balloon, and the remainder of the case went forward without any further reported complications. The patient tolerated the procedure.